Event description:
Pt was revised to address poly wear and osteolysis. The locking ring was fractured.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or complaint database search was not possible as the product and lot codes required were unavailable. Although not returned, it would not be unreasonable to find poly material wear after the length of the time reported as implanted. The investigation could not dray any conclusions regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.